Event description:
The pt called to report on (B)(6) 2013 her blood glucose reading 123 mg/dl at 7:17 am. A new pod was activated at 7:24 am. Her bg, carbohydrate intake and insulin history are as follows: at 9:22 am, bg was 252 mg/dl; she consumed 13 grams of carbohydrate and administered a meal bolus of 3.05 units. Her bg measured 325 mg/dl at 10:16 am, 323 mg/dl at 10:39 am, and 337 mg/dl at 10:50 am with no boluses reported. She notes that the insertion site was slightly painful and it became more painful each time she stood up. She deactivated the pod and stated that she is going the ER per her hcp instructions. No other info was given to the ER visit.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The pt reported that they are heading to the ER. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and it advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".